Manufacturer narrative:
Based on the limited information regarding this balloon rupture, we are taking a conservative approach and will report this event as a complicated balloon rupture. No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the video provided by the user, the video shows two pinhole ruptures in the device being held by the user. Therefore, based on the video review, the investigation is confirmed for pinhole ruptures in the balloon, which is considered an uncomplicated balloon rupture. This event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.